Manufacturer narrative:
(B)(4). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The reported event and the allegation of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/ kinked location of the lead. The bent/ kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that impedances were found on patients left lead. The patient underwent a lead replacement procedure and was thrilled with coverage postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5108705.

Event description:
It was reported that impedances were found on patients left lead. The patient underwent a lead replacement procedure and was thrilled with coverage postoperatively.